Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 02/24/2017 with the following findings: the battery compartment was cracked from the case seal to the grip pad. Unrelated to this issue, the audio bolus button cover was torn but operable. Additionally, the product label was worn. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked. This report is made based on results of investigation completed on (B)(6) 2017.